Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room following a syncopal event. The caller stated that a review of the stored data identified what appeared to be 1:1 conduction with supraventricular tachycardia (svt) on the border of a programmed zone. The patient also had rythmiq episodes. The presenting data shows the device is operating as programmed. No adverse patient effects were reported.